Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively a r and y distal gastrectomy procedure, after two weeks, oozing bleeding was noticed from the duodenum cut end. The bleeding was stopped using interventional radiology and the patient recovered. It was also reported that after the procedure no problem was noted.